Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and baclofen via an implantable pump for intractable spasticity and sciatic nerve injury. It was reported that the patient's pump started beeping 2 days ago so he went to the hospital and they told him the pump went empty unexpectedly. The patient stated he was not sure what to do. Patient services asked if the pump is doing the single tone alarm or the dual tone alarm and the patient didn't know. Troubleshooting was not required and the issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.